Event description:
Baxter reported 1 incident of a broken occluder foot on a transfer set. Per affiliate, the pt's transfer set was changed and no pt injury or medical intervention was associated with this incident.